Manufacturer narrative:
Follow-up #1: date of submission 03/31/2015 device evaluation: the device has been returned and evaluated by product analysis on 03/25/2015 with the following findings: a review of the black box revealed a power on reset (por) event on 12/18/2014. There was evidence of a crack in the battery compartment observed below the grip pad. There was also evidence of moisture contamination found inside the battery compartment. Due to moisture contamination, there was an intermittent power issue with the pump. The battery cap was able to tightly secure to the pump. The battery cap height and width measurements were found to be within specification. There was evidence of moisture contamination found on the battery cap contacts. The remaining steps were unable to be completed due to the intermittent power issue with the pump. The pump passed the leak test. The pump case was removed and there was no evidence of additional moisture or loose components found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. There was reportedly no damage to the battery compartment or battery cap. It was noted that the battery cap secured to the pump with no visible yellow o-ring. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.